Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes had embedded foreign matter in their fluid path. The following information was provided by the initial reporter, translated from portuguese: "....batch 2077031 with foreign matter... 2 black dots, one on the cylinder and the other between the flange and the plunger... It's embedded in the syringe".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-mar-2023 h6: investigation summary sample and photos received for investigation. No defects or issues observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. H3 other text : see h10

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes had embedded foreign matter in their fluid path. The following information was provided by the initial reporter, translated from portuguese: "....batch 2077031 with foreign matter... 2 black dots, one on the cylinder and the other between the flange and the plunger... It's embedded in the syringe"